Event description:
IV pump set to run at 3.8 ml/hr. Pump found running at 510 ml/hr. Infusion stopped. No adverse pt effect. Info was not available regarding the type of medication, amount that had been delivered and the pt's weight. Should any add'l info be obtained a follow-up report will be sumbitted.